Manufacturer narrative:
The actual attachment device was received and evaluated. (B)(4) completed an evaluation of the device and the findings revealed that this event was due to normal wear over time. During a functional assessment the device failed the temperature assessment test; results were above acceptable limits. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
During service and repair pre-testing it was discovered that the short attachment "had high temperature." The device was not used during surgery. No injuries or medical interventions were associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.